Event description:
It was reported following surgery, the lead shifted to the left onto the nerve root causing the patient some weakness in the left leg. The patient returned to the operating room for adjustment. The lead is currently positioned at the top of t10. It was also reported, the patient has experienced bowel problems since january. It was not felt the bowel problems were related to the implant during consultation with the manufacturer. Additional information has been requested, a follow-up report will be submitted when/if additional information becomes available. Refer to medwatch report #6000153200802554.

Manufacturer narrative:
.